Manufacturer narrative:
(B)(4). Date of birth (B)(6). The occurrence date is an unknown date in (B)(6) 2017. (B)(6). Manufacture date january 7, 2017 ¿ january 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during patient infusion. The folfusor was filled with 89ml of 5fu and 8ml of nacl. There was no patient injury or medical intervention associated with this event. No additional information is available.